Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. A patient alert for out of tolerance subthreshold lead impedance occurred (B)(6) 2013. Daily high voltage lead trend data shows an increase for superior vena cava (svc) defib coil impedance from 55 to 244 ohms peak between (B)(6) 2012 and (B)(6) 2013. Concomitant products: 5076 implantable pacing lead 2008 (B)(6). (B)(4).

Event description:
It was reported that there were impedance spikes on both high voltage conductors of the right ventricular (rv) lead over the past two weeks. The impedance of the superior vena cava (svc) coil was also high. The lead was capped and replaced. No patient complications have been reported as a result of this event.